Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department complaining of syncope/near syncope. The patient had received a in appropriate shock for an episode detected the as ventricular fibrillation; however, it was thought to be atrial tachycardia/atrial fibrillation with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.